Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary right l4-l5 spinal root decompression. On event date, the pt presented with a recurrent herniated disc after returning to work. The event was considered severe in intensity. In 7/00 the pt underwent a re-do right hemilaminotomy, microdiscectomy at l4-l5 with lysis of perineural and peridural adhesions, medical facetectomy and foramimotomy at l4-l5. At the time of case report form completion the pt was continuing with treatment. The investigator classified this event as unrelated to adcon-l. The investigator noted "illness being treated" as a possible explanation for the event.